Event description:
It was reported by the sales rep that post implant of a lap adjustable band procedure, the patient presented with right upper quadrant pain. An endoscopy was performed and the band had eroded into the stomach wall. They band was removed and the hole in the stomach was closed using sutures. The patient is fine and was discharged home. The is requesting another band as soon as possible.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 392 mg/dl, 159 mg/dl, and 191 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.